Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) events with the lowest of 43 mg/dl; cause was unknown. Customer was unable to recall treatment method. Paramedics were called after the customer was found unresponsive with brain trauma. Customer is unsure if low bg was related to the brain trauma. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 18 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 50 was recorded at 3:19:21 pm on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 3:19:21 pm on (B)(6) 2019. ¿ a user initiated tubing fill of size 18.91 units was observed at 09:38:23 am on (B)(6) 2019. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:44:39 pm date: (B)(6) 2019 iob: 0.57 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 09:27:24 am date: (B)(6) 2019 iob: 4.76 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 1:35:06 pm date: (B)(6) 2019 iob: 1.13 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 53 mg/dl were recorded at 12:29:17 am to 12:49:18 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 12:29:17 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 6:37:16 pm date: (B)(6) 2019 iob: 3.22. Time: 7:40:03 pm date: (B)(6) 2019 iob: 6.73. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 12:59:18 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 12:29:17 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 7:40:03 pm date: (B)(6) 2019 iob: 6.73. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 51 was recorded at 01:14:17 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 12:29:17 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 7:40:03 pm date: (B)(6) 2019 iob: 6.73 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 50 mg/dl were recorded at 01:39:17 am to 01:44:17 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 12:59:18 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 7:40:03 pm date: (B)(6) 2019 iob: 6.73. Requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 03:09:18 am to 03:14:17 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 03:09:18 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 51 mg/dl were recorded at 03:29:18 am to 03:49:17 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 03:09:18 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 50 was recorded at 03:54:18 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 03:09:18 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 52 mg/dl were recorded at 04:04:17 am to 04:39:17 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 03:09:18 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 10:15:22 pm date: (B)(6) 2019 iob: 5.73 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 52 mg/dl were recorded at 02:34:14 am to 02:49:14 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 02:34:14 am on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 51 was recorded at 03:14:14 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 02:34:14 am on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 51 mg/dl were recorded at 02:44:10 am to 02:49:10 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 02:44:10 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:03:03 pm date: (B)(6) 2019 iob: 1.15 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 03:14:10 am to 03:19:10 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 02:44:10 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:03:03 pm date: (B)(6) 2019 iob: 1.15 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 03:39:10 am to 03:44:10 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 02:44:10 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:03:03 pm date: (B)(6) 2019 iob: 1.15 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 03:54:10 am to 04:19:09 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 03:09:10 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:03:03 pm date: (B)(6) 2019 iob: 1.15. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 04:34:09 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:03:03 pm date: (B)(6) 2019 iob: 1.15. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 04:54:09 am to 06:04:09 am on (B)(6) 2019. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 11:03:03 pm date: (B)(6) 2019 iob: 1.15. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 07:49:10 am to 08:09:10 am on (B)(6) 2019. ¿ a cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 07:29:09 am on (B)(6) 2019. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.